Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the data provided. An inspection of the rack input module (rim) and tube inspection module (tim) photo showed that sample was likely loaded unspun. The rim is a dedicated entry point for spun samples so it will skip centrifugation by default. The sample also had no data entry, so the default co2 was added to the sample. Therefore, there were no other tests performed to indicate that sample had not been spun. The sample was manually spun at some point between the initial test and the repeat test. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00033 was filed in conjunction with this report.

Event description:
Two discordant, falsely elevated carbon dioxide patient results were obtained on an atellica ch930 (sn: (B)(4)) instrument and in replicate on a separate atellica ch930 (sn: (B)(4)) instrument. The results were not reported to the physician(s). The same sample was repeated on the initial atellica ch 930 (sn: (B)(4)) instrument. The repeated result from the initial atellica ch 930 (sn: (B)(4)) instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient results.